Event description:
Related manufacturing report number: 2017865-2022-16011. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial and right ventricular (rv) leads resulting in pacing inhibition. On (B)(6) 2022, the physician elected to cap and replace the atrial and rv leads. The patient condition was stable.